Manufacturer narrative:
Corrected section: h3 device evaluation code - changed to device discarded. Trackwise # (B)(4). H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws cannot be closed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws cannot be closed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: h6 evaluation code - changed to operational problem; h6 evaluation conclusion code - change to known inherent risk. Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no physical evaluation could be performed. Evaluation was done based on photographic evidence provided by the hospital. A visual inspection of the photographic evidence was conducted. A mechanical evaluation was performed to evaluate the function of the toggle. The toggle was pushed in the forward most position which resulted in the opening of the jaws as intended. The toggle was positioned the center position as instructed in the instructions for use. The jaws were not closed as soon as the toggle was positioned at the center and when toggle switch was moved to the back. Based on the photographic inspection of the pictures received, the reported failure "mechanical issue" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws cannot be closed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.